Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 508 mg/dl. Elevated blood glucose was addressed with a correction bolus manual dose injection. The customer changed supplies and resumed insulin therapy. Reportedly the customer was using cold insulin. Tandem technical support informed customer that using cold insulin is off label per the tandem user guide.

Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.